Manufacturer narrative:
Product analysis: analysis of the patient cable returned into repair with the external pulse generator (epg) found that the patient cable had an open circuit. It had shorted and had bail missing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient cable returned into service with the epg as an associated device subsequently tested out-of-specification during manufacturer's analysis. There was no patient involvement.